Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that air bubbles were found in the reservoir. Customer's blood glucose at the time of the event was high over 400 mg/dl. The customer stated that the insulin pump was not rewound with a reservoir in place but the insulin was stored in the refrigerator and only waited 5 minutes to use it. Customer was assisted with purging the air bubbles out. Reservoir was replaced but not returned for analysis.